Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump cancelled a bolus without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: a review of the pump¿s black box history showed that there was no data from the date of the event due to continued use of the pump; however, incomplete boluses were observed in the bolus history. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad cover was removed and no damage was found to the button contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side of the pump. The returned battery cap was used to complete all testing. The complaint that boluses were being cancelled without user intervention was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.